Event description:
A customer reported an issue with their device displaying an incorrect time, which was more than five minutes off from the actual time. There was no adverse impact to the customer's blood glucose level, as prior settings did not result in extreme blood glucose readings. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurrence of the time discrepancy. The customer understood and acknowledged the guidance.